Manufacturer narrative:
Remote technical support was provided by a ge healthcare service representative. He instructed the customer biomed on how to swap the flow sensors mid-case. The customer biomed advised that he will swap sensors and then call back for ge healthcare onsite service if this does not resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit was not delivering positive pressure ventilation. There was no reported patient injury.